Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. The analysis of the returned device identified tears and detached material from the sgc soft tip. The detached pieces of the soft tip were not located during the device analysis. In this case, there was no reported device malfunction associated with the reported sgc, however, the tearing of the sgc soft tip is indicative of the clip interacting with the guide tip. Further clarification was requested to verify when this damage occurred and the account stated that the damage to the sgc soft tip was not observed after the mitraclip procedure. Based on the information reported, the clip was retracted to the tip of sgc causing the clip to invert, as the clip was detached and no longer functional. Since the damage to the guide tip was not observed after removal of the devices, it is likely that further manipulation of the devices post-procedure (during packaging for transit back to abbott vascular for analysis) caused the clip to interact with the guide tip, resulting in the tearing and detachment of the material in various locations. Based on the information reviewed and the evaluation of the returned device, the tearing and detachment of tip material appear to be related to user technique/procedural conditions. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar soft tip damage incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Event description continued: when it was observed on fluoroscopy that the clip was not opening, turning was stopped. When the arm positioner was rotated again in the open position there was no abnormal resistance, but the clip did not open. The arm positioner was closed and the lock lever was retracted further past the blue line. The clip was then able to be opened to approximately 120 degrees, but had detached from the cds. The clip remained tethered by the lock line and gripper line. Retracting the clip against the sgc tip caused the clip to invert. The mitraclip system was successfully removed from the anatomy as one unit. After removal, one of the cds l-lock tabs at the distal tip was missing. No attempt to locate the missing tab was performed. The mr grade remained at 2+. The atrial septum and femoral access had larger holes than what is normally left from a mitraclip procedure, but the physicians were not concerned about either hole. Hemostasis was achieved and the atrial septal hole was left untreated. The mitraclip procedure was stopped at this point. Post procedure, the patient was clinically stable. Subsequently, on receipt of the steerable guide catheter at abbott vascular, the soft tip was found to be torn with missing material. The location of the missing pieces was not known. It was confirmed that the damage was not observed after the mitraclip procedure. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, clip delivery system (x3). The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10307405/22) referenced is being filed under a separate medwatch MFR number.

Event description:
This event is being filed as the returned steerable guide catheter soft tip was found to be torn with missing material. The location of the material is not known and has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, two clips were implanted without incident. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 2+. During retraction of the second clip, it thought that the steerable guide catheter was not straightened. A third clip (10307405/22) was intended to be placed to further reduce the mr. The device preparation was performed without incident. The clip delivery system (cds) was advanced to the left atrium without resistance through the steerable guide catheter (sgc). The sgc had the "+" steering knob applied and was turned approximately 90 degrees clockwise. As the clip emerged from the sgc tip, the clip appeared to be slightly bent and did not appear to be an issue. It was decided to continue the procedure with the device. The patient had an extremely large atrium and steering the device was a little more complex than usual. After the clip was advanced to the mitral valve, while turning the arm positioner, a slight resistance was felt and the clip could not be opened.